Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7211909.

Event description:
It was reported that the clinical study (a7007 envision) spinal cord stimulation (scs) patient experienced inadequate pain relief due to lack of efficacy and had an additional lead trial. There was no reported device deficiency and the patient was undergoing an additional trial for coverage improvement. Additional information was received that the patient underwent a revision procedure to explant the two scs leads for an unknown reason.

Event description:
It was reported that the clinical study (a7007 envision) spinal cord stimulation (scs) patient experienced inadequate pain relief due to lack of efficacy and had an additional lead trial. There was no reported device deficiency and the patient was undergoing an additional trial for coverage improvement. Additional information was received that the patient underwent a revision procedure to explant the two scs leads for an unknown reason. Additional information was received that the clinical study site confirmed that the reported explant procedure was associated with the lead pull for the additional lead trial.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the clinical study (a7007 envision) spinal cord stimulation (scs) patient experienced inadequate pain relief due to lack of efficacy and had an additional lead trial. There was no reported device deficiency and the patient was undergoing an additional trial for coverage improvement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7211909.